Event description:
Case history was reported via draft of manuscript outlining a burn scar revision procedure using artificial skin product. Pt was discharged to home with oral antibiotics on the fifth post-operative day. Pt was re-admitted to hosp on ninth post-operative day with fever and nausea. Site of artifical skin placement showed no signs of pus. Artificial skin was excised, and complete debridement of the wound area was undertaken after intubation and ventilation of the pt. No visible signs of infection were noted. Pt succumbed to post-surgical cardiopulmonary arrest.